Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient had a reading of 78 mg/dl at an unknown time and didn't feel well and that an ambulance was called. The patient received the following results within 10 minutes: 20 mg/dl on ambulance meter and 60 mg/dl on patient's meter. Patient was given glucose intravenously.